Event description:
It was reported that prior to use with bd vacutainer® edta 2k foreign matter was discovered in the tube. The following information was provided by the initial reporter, translated from japanese to english: fm in tube.

Manufacturer narrative:
H.6. Investigation summary: material #: 367846. Lot/batch #: 2200093. Bd received one (1) sample and eight (8) photos for investigation. The sample and photos were reviewed and the customer¿s indicated failure mode for embedded foreign matter (fm) was observed. Brown fm was observed embedded in the sidewall of the tube. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of embedded fm. Bd was not able to identify a root cause for the indicated failure mode. However, embedded fm is isolated from any specimen and is therefore considered a cosmetic defect.

Manufacturer narrative:
H3: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use with bd vacutainer® edta 2k foreign matter was discovered in the tube. The following information was provided by the initial reporter, translated from japanese to english: fm in tube.